Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a fracture located at 106cm from the distal end and kinks located along the guidewire proximal and distal end. Scanning electron microscopy (sem) of the fracture site revealed a fibrous appearance that corresponds to the grain boundaries in the material indicative of a bending overload. There were also longitudinal ruptures in the end of the hypotube that are indicative of a bending action. No material anomalies were found. The sem findings indicate that the device broke due to a bending overload. Information available indicated that the event occurred during insertion of the guidewire into the microcatheter. Therefore, it is probable that investigation findings are related to handling of the device during the preparation stage.

Event description:
During attempt to insert the guidewire into the microcatheter, it detached at the midsection. There was no patient involved.

Event description:
During attempt to insert the guidewire into the microcatheter, it detached at the midsection. There was no patient involved.